Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 6th strut on the proximal end of the stent was lifted on one side and pulled distally, the 7th strut also appeared slightly damaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-09741. Reportable based on device analysis completed on 28-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 24 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion. A 3.00 x 24 synergy¿ stent was advanced but still failed to cross the lesion. The procedure was completed with two 3x16 synergy stents. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.